Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with the device that was not able to be interrogated. The patient's device is listed for premature battery depletion due to lithium clusters. The patient was not being monitored via merlin and their last device check was over two years ago. It was suspected that the device may have suffered from premature battery depletion and can no longer communicate with the device. The device was explanted. No reported symptoms. Device will be sent back and appeared to be slightly swollen.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.